Event description:
It was reported that there were metal shavings coming from the device. The surgery was completed successfully with no adverse consequences to the pt.

Manufacturer narrative:
The device was not returned to the MFR for an investigation. A follow up will be made if the product is returned and the investigation requires.